Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03875 and 2029046-2019-03876 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a supraventricular tachycardia ablation procedure with both thermocool® smart touch® sf uni-directional navigation catheter and pentaray nav high-density mapping eco catheter and suffered cardiac arrest requiring surgical intervention. During ablation in the left ventricle, the patient developed ventricular tachycardia. After burst stimulation and cardioversion, the patient developed a ventricular flutter and fibrillation. Several cardioversion shocks were applied without success. Cardiopulmonary resuscitation was performed. Thereafter, an extracorporeal membrane oxygenation (ECMO) was implanted. The patient required extended hospitalization in the intensive care unit due to ECMO. Physician¿s opinion on the cause of the adverse event is that it was procedure and patient condition related. Dashboard, vector and visitag visualization features were used. Visitag parameters were 8 seconds 2 mm, no force, and time color option were used.